Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 498 mg/dl at the time of the incident and current blood glucose was 279 mg/dl. It was reported that the insulin pump completely stopped working for a little bit and went into rewind. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. It was reported that they had multiple pump error. Customer was able to complete pump rewind. The customer reported that they performed self-test, displacement test and was passed. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.